Event description:
It was reported that there was an out of box failure on a lead. A revision took place due to impedance values greater than 10,000 ohms on contacts 8-15. The lead was removed and new lead was tunneled and contact 7 impedance was greater than 10,000 ohms. It was wiped off, wet, dried, put back in, tightened, and checked. A trialing cable was also tried with the same results. The lead was moved a little bit in the space to see if fluid was in the space but there were no changes. Contact 7 remained open. The new lead was taken out and another lead was placed and impedance values were fine. During post-operation, contact 5 showed an impedance of greater than 10,000 ohms but programming was not affected. Therapy was noted to be great with great coverage. Contact 7 had been greater than 10,000 ohms despite all efforts to correct. The cause of the high impedance on the lead not used was unknown. The cause of the high impedance on the successfully implanted lead was not determined. It was unknown if the impedance on the implanted lead normalized but the patient had a follow-up appointment on (B)(6) 2014. Further follow-up was performed to determine the outcome and if the high impedances resolved. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 97791, serial # unknown, product type accessory; product ID 39565, serial # (B)(4), implanted: (B)(6) 2014, product type lead, product ID 39565, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3550-39, lot # n330143, implanted: (B)(6) 2012, product type accessory; product ID 355531, lot # n338114, implanted: (B)(6) 2012, product type screening device; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).